Event description:
It was reported that cardiac arrest occurred. The 90% stenosed target lesion was located in a non-tortuous and severely calcified proximal circumflex (cx). 1.50mm rotapro and rotawire was selected for use. During the procedure the rotapro burr was advanced over the rotawire and the physician attempted predilate the lesion with 2.5x12 emerge balloon, however, the balloon could not pass the lesion. Then the physician decided to ablate the lesion, and the rotawire was swapped to the rotawire floppy. During platforming, the console stalled. The console cables were disconnected and then re-connected to re-platform. However, the console still stalled, the console was exchanged with another rotapro console and plugged the same burr into the second console. After the devices platformed, three ablation runs were completed with speeds 150,000rpm - 170,000rpm. After third ablation, the burr unable to ablate pass the lesion, and dynaglide was used to remove the burr from the patient. Then the patient became unstable and cardiac arrest occurred. A pacemaker was implanted and patient left the surgery room to the recovery unit. The physician believes the verapamil given to the patient during the case might have been the cause of cardiac arrest.